Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator¿s system board was faulty. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. The device's system board and oxygen blending module board needs to be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator¿s system board was faulty. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3: device not return.